Event description:
Customer reported that erroneous electrolyte results (potassium, calcium and chloride) were generated by the unicel dxc 800 synchron sys. The sys was calibrated and quality controls within spec prior to event. The results were reported out of the lab. The attending physician queried the validity of the results and requested repeats. Up to 25 pt samples were repeated and corrected results were issued. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field svc engineer (fse) visited the facility and examined the sys. The field svc engineer decontaminated the flow cell and trained the user on sys maintenance. Although this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for add'l reportable events. This is one of 25 separate medwatch reports being submitted as the customer reported that as many as 25 individual pt results were impacted.